Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause of the reported patient effect of mr cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the increased mitral regurgitation, which is considered a serious injury. It was reported that on (B)(6) 2013, the patient, with functional mitral regurgitation, underwent a mitraclip procedure, with implantation of one clip. The mitral regurgitation (mr) was reduced from grade 4+ to grade 2+. On (B)(6) 2016, the patient was re-hospitalized and severe mitral regurgitation was noted. The patient was referred to her interventional cardiologist. No additional information was provided.